Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. The representative clarified/corrected that no obvious damage was observed when the cable of the recharger was checked; there was no allegation of cable damaged.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that there was heating of the battery region. Developed heat during charging, and the condition did not change even after charging was stopped. Troubleshooting was performed. The battery was removed from the patient controller, but the same event occurred several times. Further reported that the square battery pack-like portion of the recharger cord generates heat. Every time the device was charged, it generates heat that seems to burn every time. Damage to the recharger cable portion was confirmed, but no obvious damage was observed. Nothing in particular contributed to the event. Issue was not resolved. No surgical intervention occurred, nor was planned. No health damage noted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.